Event description:
It was reported that during procedure, the fiber cap was loosed. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber cap was loosed. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, media inspection of a photo sent by the customer was performed. The photo shows that the metal cap and the glass tip were both detached from the fiber. The instruction for use (igu) states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. The interaction between the user and device, most likely caused or contributed to the observed fiber tip damage. Therefore, the reported event was confirmed.